Manufacturer narrative:
Catalog #: balloon: unknown. Cuff: 72400163. Expiration date: balloon: unknown. Cuff: 09/09/2013. Serial #: balloon: unknown. Cuff: (B)(4). UDI #: balloon: unknown. Cuff: (B)(4). Device manufacture date: balloon: unknown. Cuff: 09/2008. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were removed on (B)(6) 2018 due to a "pierced balloon". It is unclear if a new device was implanted.

Manufacturer narrative:
Catalog #: balloon: unknown cuff: 72400163; expiration date: balloon: unknown cuff: 09/09/2013; serial #: balloon: unknown cuff: (B)(4); UDI #: balloon: unknown cuff: (B)(4); device manufacture date: balloon: unknown, cuff: 09/2008.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were removed on (B)(6) 2018 due to a "pierced balloon". It is unclear if a new device was implanted.